Event description:
The customer contact reported a leak. At an unspecified time, the tubing set was being used to deliver an unspecified concentration of total parenteral nutrition (tpn). After an unspecified length of time, during the delivery, it was reported that the nurse noted that an unspecified volume of solution leaked at the customer reported hard connection to the cassette. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.